Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the unit was not cutting evenly. There was no patient harm or surgical delay reported. Due diligence is in progress, no further information is available.

Event description:
The event occurred outside of surgery. There was no patient harm or surgical delay as there was no patient involvement. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a1, b4, b5, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the devia1ce was not cutting properly; the control bar, ball plunger, and control lever were not in the correct position, the width plate was damaged, and the device was out of calibration at the 0, 10, and 20 readings. The control bar, lever, ball plunger, width plate, bearings, pins, screws, and various other parts were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.